Event description:
Complainant alleged that during a routine shift check by a clinician, the device made a popping noise during charging and subsequently would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the pace/defib engine board, analog board, and digital board. The pace/defib engine board, analog board, and digital board were replaced to resolve the report. The boards were scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.